Event description:
Per the clinic, the patient experienced redness and skin breakdown at the implant site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics for 7 days on (B)(6) 2021. The symptoms resolved, and the patient resumed use of the device.